Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Event description:
It was reported that the ipg reached end of life and was causing discomfort at the ipg site. It is unknown if end of life occurred prematurely. As a result, the ipg was replaced via surgical intervention on (B)(6) 2024. Therapy was restored post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.